Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test were unable to be conducted due to keypad anomaly. There was missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was over 400mg/dl. The mother believes the pump may have been exposed to moisture. The customer was unable to clear the alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.